Event description:
It was reported by the patient's family that approximately one month after implantation of the system, the patient developed cardiac tamponade. Also, the patient's symptoms were very similar to heart failure class IV until the patient was drained. It was indicated that the lead placement during the implantation had perforated the heart. Follow up was attempted to clarify if the perforation was related to the right atrial (ra) or right ventricular (rv) lead, but no additional information was obtained. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.